Manufacturer narrative:
The lot number for the device were provided, a manufacturing review was performed. The sample was returned to the manufacturer for evaluation. The investigation was confirmed for the identified outer catheter shaft burst and inconclusive for the reported balloon rupture. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model cqf7574 40 pta dilatation catheter allegedly ruptured. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was (B)(6) years old male; however, the weight was unknown.